Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Additionally, the customer reported an occlusion alarm when attempting to deliver a bolus. As the occlusions had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed. The customer's blood glucose (bg) level was 270 mg/dl. It was indicated that manual insulin injections were used to address the bg level, and that the customer will continue using manual injections as alternate insulin therapy.

Manufacturer narrative:
Alarm occlusion- no failure identified.